Manufacturer narrative:
(B)(4). Summary: a used mesh of product code pvpm was returned for analysis. During visual inspection of the used mesh, a detached wing, and damaged on support ring, top assembly and proceed bottom were observed. In addition, the sample has begun with a degradation process. The suture on pvpm is prolene and this suture is not absorbable. Due to the sample condition, we are unable to investigate further. Additional information was requested, and the following was obtained: who reported the event as no contacts are listed please provide the reporter and the surgeon's name?- dr. (B)(6). Provide pt demographics include patient initials, gender, date of birth, age, height & weight at time of surgical procedure? No patient informations. Please confirm that the initial surgery occurred on (B)(6) 2019 and was removed on (B)(6) 2019, the event did not specify year?- 2019. Please confirm that you are reporting a complaint against proceed ventral patch (pvpm) and not a suture? - pvpm. It was reported that the "suture not resorbed," please clarify this. If you are reporting mesh what exactly occurred for example did the hernia reoccur? The diagnosis and indication for the index surgical procedure? Product code and lot # ? Any concurrent procedure/device implantation?- no. Are there any pictures available for evaluation? - no. What was the reason for device removal on (B)(6) 2019? - whole body reaction (systemisch anaphylaktisch) please specify which device was removed on (B)(6) 2019?- pvpm. Why was the mesh removed on (B)(6) 2019? - whole body reaction. If the mesh was removed was a new mesh implanted? - no. What does the surgeon feel was the cause of this event? - no information. What was the suture? Was this an ethicon device? - no information. How is the patient doing at this time? - after cortison therapy all skin lesions are reversible. What is physician¿s opinion as to the etiology of or contributing factors to this event? - no information.

Event description:
It was reported that the patient underwent an umbilical hernia repair procedure on (B)(6) 2019 and the mesh was implanted. On (B)(6) 2019 the mesh was removed due to systemic anaphylactic reaction. Currently, after cortisone therapy all skin lesions are reversible.